Event description:
Company rep reported events noting pt presented with vomiting two days post lap-band surgery to the emergency room. Surgery was performed, pt was found to be septic after noting a hole in the stomach due to the stitches being ripped. The lap-band system was removed. Pt was transferred to another hospital. Not doing well and on a ventilator.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection, stomach perforation and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of stomach perfusion as follows: caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage - may result. Stomach perforation may result in peritonitis and death. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the potential of adverse events as follows: it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."